Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator (ICD); (B)(6) 2012; 6935m implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged back into the superior vena cava (svc) as noted on fluoroscopy. There was diaphragmatic stimulation and no capture. The lead was explanted and replaced. The patient was enrolled in the starfix extraction study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 26.5 cm. A distal portion was received measuring 26.5 cm. The partial lead was analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.